Manufacturer narrative:
Lead model unknown, serial# unknown, implanted: 2004-(B)(6), explanted: unknown, extension model unknown, serial# unknown, implanted: 2004-(B)(6), explanted: unknown.

Event description:
Additional information was received that reported the patient's stimulation turned off randomly. Battery voltage level was normal (2.52 v) and there was no evidence of a power-on reset (por). Impedances between electrode pairs 1/2, 1/3, 4/5, 4/7, 5/7, and 6/7 were normal, but all other impedances were >4000 ohms. Follow up information reported imaging was ordered to determine if lead movement had occurred, but the results were not yet available. It was noted that the doctor was going to perform an extension and battery replacement, but the surgery was not yet scheduled. It was also noted that the patient programmer had a blinking battery light and a new programmer battery was recommended. The patient was receiving adequate therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that several times it appeared that the stimulation paused, then started back again. This began occurring in the past month while stimulation was on. Additional information has been requested, but was not available as of the date of this report.